Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were hearing alert tones every four hours. It was further reported that the right ventricular (rv) lead has a possible fracture of the pace/sense portion. The pace/sense portion of the rv lead was capped and replaced, and the defibrillation portion of the rv lead remains in use. No patient complications have been reported as a result of this event.